Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 7/8/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The plunger component was observed in a fully advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection using magnification was performed. No lens was observed into the pcb device. Residues of viscoelastic were detected in the unit. No manufacturing defects were observed on the return. The unit has been handled and used. There was no quality issue against the lens reported. Based on the information reported, no product quality issue occurred. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed no additional investigation requests (ir) received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a preloaded intraocular lens (model pcb00 +19.5 diopter) was inserted and then cut out from the patient¿s left eye in the same surgical procedure as the surgeon had to conduct a vitrectomy, and instead implant a sulcus lens. An incision enlargement was required, and sutures were placed. The replacement lens was a model za9003. Patient outcome was reported as doing ok. No further information provided.